Event description:
It was reported the customer was experiencing low blood glucose. The customer also reported their meter may have been providing them with incorrect readings. The customer stated their meter had been replaced. The customer's blood glucose was 43 mg/dl at the time of the low blood glucose incident. The customer's blood glucose was 387 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).